Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The clinic was notified that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), variable/high pacing impedance and noise. A lead fracture is suspected. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient did have mild dyspnea on exertion along with some ventricular ectopy and non-sustained ventricular tachycardia (nsvt). The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.